Event description:
During an in-clinic follow-up, loss of capture (loc) and phrenic nerve stimulation (pns) were observed on the left ventricular (lv) lead. Diagnostic imaging was performed, and lead dislodgement was confirmed. The lv lead was repositioned to resolve the event. The patient is stable.